Event description:
It was reported that due to an infection the patient had his artificial urinary sphincter (aus) explanted. It was explained that the infection is in the testicle, and was diagnosed within two weeks. The physician was able to identify the type of infection as candida glabrata. The physician followed standard treatment protocol for the infection, and believes the device contributed to the infection.

Manufacturer narrative:
Device evaluation: upon receipt at our post market quality assurance laboratory, the cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the cuff. Product analysis was unable to confirm the infection.

Event description:
It was reported that due to an infection the patient will have his artificial urinary sphincter (aus) revised on a future date.

Event description:
It was reported that due to an infection the patient had his artificial urinary sphincter (aus) explanted. It was explained that the infection is in the testicle, and was diagnosed within two weeks. The physician was able to identify the type of infection as candida glabrata. The physician followed standard treatment protocol for the infection, and believes the device contributed to the infection.

Manufacturer narrative:
Correction to h6 coding. H6 coding indicated device was not returned, but the device was received and evaluated by bsc. Device evaluation upon receipt at our post market quality assurance laboratory, the cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the cuff. Product analysis was unable to confirm the infection.